Event description:
It was reported the patient ((B)(6)) suffered a fall impacting the ipg. Since that time, the patient was reportedly unable to communicate with the device via the programmer. Surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was obtained via postoperative programming.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.